Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and (B)(6) cannot be conclusively determined. Furthermore, a correlation between the report of suspected thrombus and the elevated lactate dehydrogenase (ldh) levels and cannot be conclusively determined. The submitted log file contained events spanning from 31mar2023 to 21apr2023. No notable alarms or unusual events were captured, and the system appeared to have been operating as intended at the fixed speed. The patient remains ongoing on (B)(6) in stable condition. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists adverse events, which includes thrombus and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have elevated lactate dehydrogenase (ldh) in the clinic on (B)(6) 2023. Log files were submitted for review to look for signs of thrombus or clot. Log file review captured routine events and found that pump powers were fairly stable. It was later reported that the cause for elevated ldh was unknown and thrombus had not been ruled out. Repeat labs showed decreased ldh and the patient remained stable. No diagnostic testing was performed.